Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
Patient was implanted with a reverse shoulder prothesis. During the procedure while using the ascend flex compactors, an unplanned humeral fracture occurred. The event was resolved without sequalae.